Event description:
It was reported that (2) devices were used during a laparoscopic nissen. It was reported by the rep that the surgeon was using the sw100 and the suture reload came detached from the device in the pt. The suture reload was found and retrieved from the pt and the case was completed using another sw100. There was no further consequence to the pt.